Event description:
It was reported that a malfunction occurred on the pump, identified by code 199, which was recognized as a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, and after the reset, the initial malfunction code did not recur. However, a new malfunction code appeared, leading to the decision to replace the pump for the new issue.